Manufacturer narrative:
UDI: (B)(4). Reporter¿s phone number: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. However, the assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by netherlands that during service and evaluation, it was observed that the motor on the battery reciprocator device was blocked, seized, rough running, not functioning, defective, and had a short circuit. It was further determined that the gear was broken and the thread nose and guide sleeve were damaged. It was further determined that the device failed pre-test for general condition, saw head ratchet, trigger test, functional test and performance. It was noted in the service order that the device was not working but would start on its own. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.